Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product location unknown.

Event description:
It was reported that patient underwent a right foot bunionectomy on (B)(6) 2015. During the procedure, the guide pin fractured off into the patient. The patient retained a foreign body. No further information has been provided.